Manufacturer narrative:
The account replaced the foot brake casters to resolve this issue.

Event description:
The accuont alleged the brake casters roll and swivel while in brake mode. No injury reported.